Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode and premature battery depletion (pbd) was reported. The patient was feeling weakness, loss of energy and was hospitalized. The crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. The product has returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode and premature battery depletion (pbd) was reported. The patient was feeling weakness, loss of energy and was hospitalized. The crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. The product has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.